Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026 and patient experienced pain and redness at the insertion site. The insertion site was abdomen. The infusion set was in use for few days. No further information is available.